Manufacturer narrative:
It was reported to arjo representative that there was the incident with the involvement of maxi twin passive floor lift and passive loop sling. During patient's transfer (female, 40 kgs, 96 years old) from bed to wheelchair support buttonhole of right shoulder loop detached from the lift spreader bar. As the consequence of the event patient fell of the sling and sustained head trauma. Patient was taken into emergency room for only first aid measures which resulted in a negative CT scan. Arjo technician evaluation after the event was conducted. Visual inspection of the claimed lift reveled that it was in general good condition with only signs of normal wear. Sling in question was found to be in good working condition. However, the sling's label was unreadable. The system (lift and sling) was found to be within the manufacturer's specification at the time of the incident. Based on our product knowledge, as long as the product is used as intended, and following instruction for use (IFU) the sling's loop detachment is highly unlikely. The only possibly reason of the reported detachment was found to be related with an incorrect sling installation (e.g. Strap around the safety latch, strap on the top of the hook, strap on the top of the hook, inside hook) and/or manipulation of the lift. The straps are prompt to detach during the early lifting of the patient and detach as soon as the tension is not applied to the straps or during the manipulations prior the lifting. Therefore, after review of data provided, it is considered that the loop was improperly attached when the patient was lifted, and suddenly detached later on during the transfer. The maxi twin and sling instruction for use (04.kt.00_1) informs users about the need to ensure that the sling attachments are securely attached before and during the lifting process. The instructions for use (04.sl.00_int1_7) for passive loop slings also states: "the right type and size of slings should be used after proper assessment of each patient/resident's size, condition and type of lifting situation." "Check all parts of the sling. If any part is missing or damaged - do not use the sling. Check for: frying, loose stitching, tears, fabric holes, soiled fabric, damaged loops, unreadable or damaged label." "To avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process." "Make sure straps are not caught by wheelchair or lift castors." There are also instructions and pictures how to proceed during lifting process: "attach the loops (5 steps): 1. Place the loop over the spring loaded latch. 2. Pull the loop down to force the latch open. 3. Make sure that the spring loaded latch closes completely with the loop inside. 4. Make sure that the latch is moving freely. 5. Make sure loops and straps are not twisted." Based on the information gathered we can conclude that the most possible reason of the failure which occurred (loop detachment during transfer) was a combination of use errors. The sling loop was most probably incorrectly attached to the device spreader bar when lifting. Based on the product knowledge it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, there is no possibility of a patient drop or other adverse event during the transfer of the patient. According to provided pictures of the sling we can also state that size l (70-120 kg) instead of s (35-60 kg) was used. Please note that patient weight was only 40 kg so incorrect size of sling can be consider as additional factor contributing to the event. What is more, sling with unreadable label was used for a patient transfer even though the instruction for use (provided with every arjo sling) contains crucial information that in case of unreadable or damaged label sling should be withdrawn from use and replaced with new one. To conclude, maxi twin lift and passive loop sling were used for patient's care at the time of the event occurrence and only from that perspective they contributed to the alleged event. Since falling through sling was indicated, it can be stated that the system did not meet its performance specification. We report this event to competent authorities due to fact that during transfer patient fell and sustained injury.

Manufacturer narrative:
Please note that section f9, h4 and h10 has been updated and corrected. This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#: 3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#: 1419652).

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to the arjo representative that there was the incident with the involvement of maxi twin passive floor lift and passive loop sling. It was stated that during transfer form a bed to a wheelchair one of the loops detached from a lift spreader bar. As the consequence of the event patient fell of the sling and sustained head trauma.